Event description:
The customer reported that the ventilator had exhibited an odor of overheating, and would not power on. The unit was not in use on a pt, therefore there was no pt involvement or harm. The service tech reported the snubber board on the power supply was damaged and had signs of overheating. The service tech replaced the power supply to correct the findings. Factory failure analysis revealed the power supply would not power on due to open fuses. In addition, failure investigation revealed the power supply snubber board was damaged as a result of arcing. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na